Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
Pulse lavage ac the blue clamp is losing when using the system resulting in the tip falling off. Event occurred during surgery. No patient was involved. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The following fields were updated/ corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h10. D4: UDI #: (B)(4). On 08 january 2020, it was reported from (B)(6) that the pulslavage ac the blue clamp is losing when using the system resulting in the tip falling off a returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information is available.